Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Patient has reported recurrent pain up to the arm, 'pain and advising that both breasts swell up from time to time and feel warm' and inquired about the device recall. Patient also reported 'strong pain partly borderline with breast hardening and swelling. Symptoms go away and come back frequently.' Product field note reported 'pain, capsular contracture on both sides' and 'suspected capsular contracture/ dd implant rupture. Baker grade iii-IV.' Device remains implanted. This record relates to the right side.